Event description:
It was reported that the pump's alarm sound was not annunciating. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "low" ; although specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer incorrectly input a bolus amount that resulted in a low bg. Tandem technical support informed customer to confirm correct bolus amount before administering the bolus via the pump. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can change the amount of insulin before you deliver your bolus.